Manufacturer narrative:
See h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2021-01016; 508-40-101, s805 - wear/excessive wear, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient required revision surgery due to poly wear and beginning stages of metallosis.